Event description:
It was reported that the customer had air bubbles when changing his infusion set. The customer stated that the insulin was room temperature but that having to pull in facing down caused the air bubbles. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.